Manufacturer narrative:
Without the sample returned, we cannot do more than documentary investigation which revealed no anomaly recorded during production. The review of the complaint history database, revealed no trends for the lot number 9090424. Checking the quality database revealed no anomaly in relation to the described defect. A similar case study was performed based on same item number and same defect over the last four years: no similar case was found. A risk management framework evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A clinical assessment was also performed and concluded that the incident ¿prostatic trauma with haematuria¿, is possibly related to the use of retrace® ureteral access sheath, however, in the absence of detailed information on the circumstances of use and without the incriminated device we cannot conclude on a root cause for this incident and alternative causes are possible (defective endoscope, use error). Correction: g2 report source.

Event description:
According to the available information, it was reported that the sheath failed (unspecified) during surgery, causing hematuria due to trauma to the patient's prostate. As reported, the flexible endoscope had a defect in the working channel. It is therefore unclear whether the event was caused by the sheath. The patient required post-operative irrigation. There is no information about the patient's current health status.